Manufacturer narrative:
The technician found the pin connectors on the side com circuit board assembly are bent and broken. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the nurse call is not functioning. No patient impact.